Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain and possible component loosening (acetabular cup). Lot no: to; be; retrieved; from; explant. Date of revision: (B)(6) 2013. Original surgery date differs from claimsuite. Querying. From file handler: the correct primary surgery date of the left hip is as indicated in the "dpyous 57" i.e. The (B)(6) 2007. Note: since this patient is bilateral asr, the eclaims system (claimsuite) gives you automatically only the latest asr primary surgery date exists on the system, in this case being the (B)(6) 2009, for the right hip primary surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update (B)(6) 2015: updated as legal with (B)(6), added lot number, manufacture and expiry dates for cup and head and updated mw fields. Patient is bi-lateral, details of right hip are on com (B)(4). Taken from (B)(6) alert (B)(6) 2015.